Event description:
It was reported the catheter was inserted into the heart and the tip deflected by the doctor. Upon deflection, the catheter seemed to grip onto tissue in the heart and it was difficult to remove the catheter. Upon removal of the catheter, tissue was reportedly found on the catheter. There were no consequences to the pt.

Manufacturer narrative:
One livewire ep catheter was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed the grey shaft was slightly bent at the tip electrode. A long, fiber-like tissue was wrapped around the tip electrode and the grey shaft between the tip electrode and the electrode 2. The tissue was unwound and removed from the device. The uv trim and uv adhesive on the catheter had no visible gaps and no exposed edges of electrodes before or after deflection. Although the uv adhesive at the tip electrode had minor surface damage, the uv adhesive surface was not abrasive. The cause of the surface damage is unk. No mfg defects were noted and there were no consequences to the pt. (B)(4)